Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the complaint to be reviewed. Without the necessary evidence, a thorough investigation cannot be completed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A doctor was attempting to deliver the option elite filter into the vena cava using the pusher technique from the ij and when he did the pin and pull to deploy the filter it did not open fully and had to be retrieved with a snare